Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the contact was charging the pump. There was no patient involvement, as the pump was being used for demonstration purposes only. Reportedly, the contact was ultimately able to clear the alarm.